Event description:
Hcp reported pt presented with signs of an infection of the device pocket. These include redness,swelling, and pain. Cultures of the device pocket were obtained and results showed staph as the type of organism cultured. Pt was treated with IV antibiotics and total device system explant 2004. The device was not returned to the MFR for analysis. Hcp reported pt's infection resolved.